Event description:
It was reported by the patient's wife that the patient was shocked twice. Also, shortly after the patient felt knocking/banging at their rib cage. The next day it was fixed. It was also noted by the patient's wife that the patient was black and blue at the implant site. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.